Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The event log shows that the clinical alarms volume delivery restricted and expiratory minute volume low was generated, as an indication of difficulties with ventilating the patient. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not deliver set volume. There was no patient harm. Manufacturer's ref #: (B)(4).